Manufacturer narrative:
Eval results suggest that this event would not be associated with the device but rather would be related to the alignment of the alta screw nut assembly to the screw nut in the alta plate.

Event description:
The screw idled and could not be fixed. An alternate screw nut assembly was used to complete the procedure. This event did not cause any adverse consequences to the pt.